Event description:
The use by date and code number has been rubbed off of the test strip vial that is used with the blood glucose monitoring system. Reporter stated no treatment was received or actions taken as a result of the alleged incident. A request was made for the return of the suspect product and replacement product was sent.